Event description:
On (B)(6) 2013, it was reported that a patient was seen on (B)(6) 2013 with high impedance (dcdc=7). It was suspected that the pin was not fully inserted. X-rays were received and reviewed. The generator is visible in the left chest. It cannot be confirmed that the connector pin is fully inserted inside the connector block. Feedthru wires appear intact. The electrodes appear properly aligned. Lead appears to be present behind the generator. Lead wire appears intact at the connector pin. A suspect area of lead continuity appears to be present at the first tie-down. There are no sharp angles present. Based on the x-ray images provided, the cause of the high impedance could not be determined; however, a microfracture, lead discontinuity in the portion of the lead that could not be assessed, incomplete pin insertion, and the identified suspect area cannot be ruled out. The patient's last known settings were provided. The device was not disabled. The patient was known to have falls with seizures, but it was unknown for sure what caused the lead impedance. The patient underwent full revision on (B)(6) 2013. Product return is pending.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead and generator were returned on (B)(6) 2013. Lead product analysis showed that a section of the lead assembly was returned in one piece. Two tie-downs were also returned, but the electrodes were not. Two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead assembly has remnants of what appears to be dry body fluids/betadine solution insider the inner silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. The reported lead fracture allegation was not verified within the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator showed that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.